Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) preliminary analysis revealed a rtt (real time telemetry) battery reading of 2.43 volts. Functional testing battery voltage measured of 2.61 volts. The incorrect rtt battery voltage measurements are the result of high internal battery resistance.

Event description:
It was reported the device showed variable voltage and early battery depletion was suspected. The device was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.